Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of low blood glucose results. Control result performed at time of call was 122 mg/dl for a range of 173-2356mg/dl. No adverse event reported.